Manufacturer narrative:
The insulin pump was received with a blank display due to a faulty liquid crystal display board. Unable to confirm the frozen display or key pad anomaly due to the blank display.

Event description:
The customer called to report unresponsive buttons and a frozen display. Troubleshooting was performed, but the issues were not resolved. Advised that the insulin pump would be replaced. Nothing further was reported.